Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted a cool line catheter and achieved normothermia on day 4 of ivtm therapy; however, the hospital personnel observed that the saline bag was empty. No physical signs of leak was observed on the floor and on the patient's bedside. After catheter removal, fluid was reportedly observed to be leaking out of the catheter although the reporter was unable to identify the specific site of the leak within the catheter. No adjunctive temperature management was performed. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned cool line catheter (lot # 64685). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and immediately, a pinhole leak was observed at the middle section of the distal balloon. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the cool line catheter with lot # 64685. Note that the integrity of the balloons are verified on 100% of the catheters by subjecting them to pressure test during manufacturing; however, the visual observation on the catheter balloon may be due to a latent material defect or the balloon may have seen higher stress during insertion or removal.